Event description:
It was reported that 9-12 months post-op, the tip broke on the locking mechanism of the plate. It was reported to have caused the screw to back out. A revision surgery was performed to remove the device.